Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition, and a contaminated uso seal. A 'high-pressure' alarm was revealed in the event history log. Functional testing was able to verify the reported problem. It was determined that the faulty downstream occlusion sensor and the clock battery were the root causes. The dso sensor and the clock battery were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a confirmed double beeping and overdue clock battery (1442 days). The event occurred during testing, there was no patient involvement.